Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive motor error alarms. Customer's blood glucose was 5.2 mmol/l. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. Customer reported of no longer being able to perform self-test on insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump was received with normal operating currents and no unexpected low battery alert noted. The insulin pump passed self test and passed off no power test. However, the insulin pump had minor scratched lcd window and cracked reservoir tube lip.